Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced worm gear and coupling as a preventative measure, gear was over 8 years old and coupling over 4. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error alarm. No adverse effects were reported.